Event description:
Medtronic received information regarding an imaging system being used during a brain procedure. It was reported that the footswitch was not working. It was not possible to perform an x-ray with the footswitch. 2d and 3d acquisitions were not working. However, the hand switch was working. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no reported impact on patient outcome.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. A0509: footswitch not working (B)(6) : x-ray not possible w/ the footswitch d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000193, serial/lot #: unknown, ubd: unknown, UDI#: unknown f1908: delay of less than one hour f26: no patient impact g2: this event occurred in spain, see section e. H3, h6: the system was serviced in the field. The pendant was replaced. Codes b01, c13, and d02 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.